Event description:
Reporter has had problems with hearing device since the day they purchased it. Reporter has experienced loud back-ground noise, fitting problems and has to take it out to hear. Reporter has changed provider and has had multiple follow-up appointments. Reporter has been contacted the MFR who has been uncooperative, declining to replace hearing device.